Manufacturer narrative:
A customer in (B)(6) notified biom¿rieux of obtaining a suspected misidentification of (B)(6) as brucella spp in association with the vitek¿ ms (ref (B)(4), serial (B)(4)). No allegations of harm (directly or indirectly) to any patient, operator, or service personnel were reported. Investigation fine tuning: status was good at the time of acquisition and according to the vilink alert tool criteria (biomerieux monitoring tool), no fine tuning was needed during the tests made on (B)(6) 2021. Spot preparation quality: the customers spot preparation quality was not optimal. The calibrator and sample all peaks values were heterogeneous. Knowledge base review: the expected identification is unknown because no reference method was used to confirm the identification, though the customer suspects it was (B)(6) (present in the vitek¿ ms kb v3.2 used by the customer). Sample data analysis: analysis of the customer's sample files shows that all peaks values were heterogeneous, varying between 32 and 60. The potential misidentification as brucella spp was obtained from the spectra having the lower number of peaks (34) and from the spectra having a low identification score (-0.27) which is near the acceptable limit for giving an identification result or a no identification result (-0.4). Root cause the root cause of the customers complaint appears to be non-optimal spot preparation. Corrective actions local customer service reviewed spot preparation with the customer, provided them with materials to reinforce the proper technique for spot preparation, and reminded them of the importance of fine tuning. Additionally, customer service recommends the customer use vitek¿ pickme method to optimize the quality of deposit.

Event description:
Product intended use: vitek¿ ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek¿ ms system is a qualitative in-vitro diagnostic device used in conjunction with other laboratory tests to aid in the diagnosis of bacterial, yeast and mold infections. Description of the issue: a customer from (B)(6) reported he obtained a misidentification of (B)(6) as brucella spp when testing a sample with the vitek ms instrument (ref. (B)(4) serial number (B)(4). The customer reported he tested the sample twice and received the following results on vitek ms: (B)(6), brucella spp. The customer reported that the expected result is (B)(6). It was not communicated how this expected result was determined. There is no indication from the customer if this issue led to a delay of result or impacted the patient state of health.